Event description:
The customer reported obtaining three erroneously low modular creatinine (crem) results from the unicel dxc 800 pro synchron system on two separate days. This report references the event which occurred on (B)(6) 2014. Please refer to medwatch report #2050012-2014-00426 for the report of the event which occurred on (B)(6) 2014. The customer reported that an erroneous crem result was generated for one (1) patient for this event. However, the erroneous result was not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer did not report that other analytes were affected for this event. The customer indicated that quality control (qc) results prior to and following the event were within the laboratory's established ranges. A review of the provided quality control results indicated that level 1 qc result was within the established range but was on the lower side of the mean.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the creatinine module which had the old style stepper stirrer motor with a new creatinine module containing the new brushless stirrer motor. The fse verified system performance and noted no further issue.